Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure, and during dilation the urethra was perforated distally. The perforation was located and closed. Due to the perforation, it was decided to switch from an ipp cxr, which was opened and prepped, to an ipp cx. The procedure was completed without any further issues. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observations of urethral perforation. The reported symptom is a known risk associated with associated with ipp procedures and is noted as such in the instructions for use. Product analysis determined a pump deactivation issue. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually, microscopically examined, and functionally tested; both cylinders passed all tests performed. The ms (momentary squeeze) pump was visually, microscopically examined, functionally and tested. The pump did not pass the valve deactivation test. Product analysis did not confirm the reported allegations; however, the pump anomaly would have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists perforation as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure, and during dilation the urethra was perforated distally. The perforation was located and closed. Due to the perforation, it was decided to switch from an ipp cxr, which was opened and prepped, to an ipp cx. The procedure was completed without any further issues. No additional patient complications were reported.